Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device at the end of the therapy. The home patient (hp) was connected at the time of the alarm. The hp went into a manual drain at the end of therapy. The hp cycled the power on the hc to clear the alarm. The technical service representative (tsr) reviewed the alarm with the hp. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.